Event description:
It was reported that the pt was found dead on (B)(6) 2010. The cause of death is unk. According to the infusion device bolus history, the last bolus of 0.9 units of insulin was delivered at 12:10 pm on (B)(6) 2010. According to the pt's mother, the pt experienced several elevated blood glucose readings as high as 30 mmol/l (540 mg/dl). No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.